Event description:
An abbott field service representative (fsr) at the customer site reports that one of the laboratory technicians slipped and bumped her head on the architect c8000 analyzer. The technician slipped on liquid leaking from the analyzer. An accident report was filed at the hospital that required the technician to submit a sample for a drug screen. There were no reports that the technician received any type of medical treatment and she returned to work after the incident. There was no impact to patient management reported.

Manufacturer narrative:
(B) (4). The abbott field service representative (fsr) dispatched to the customer site found that the low concentration waste manifold tubing had a build up of debris. The fsr cleaned the tubing, performed the appropriate verification procedures and indicated that the analyzer was performing according to specifications. The abbott architect system operations manual ((B) (4)) january, 2009) provides information addressing the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the evaluation findings, a malfunction of the system was not identified. Based on the evaluation findings, there is no indication of a deficiency with the architect c8000 system.